Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set minicap had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. Correction to b7 (wrong date was listed). H10: the device was received for evaluation. A visual inspection with the naked eye noted a broken occluder leg. Functional clear passage testing was performed with no issues noted. Leak testing revealed a leak through closed twist clamp. The reported condition was verified. The cause of the broken occluder leg could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.